Manufacturer narrative:
Continued e.1 facility name: (B)(6) hospital. (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, lymphoma-alcl-suspected.

Event description:
Healthcare professional reported a suspicious alcl, swelling a rupture of the device. Device has been explanted. This is related to the left side. No histopathological markers have been provided confirming alcl.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. Edema: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a suspicious alcl, swelling a rupture of the device. Later reported "reporting that no giant cell lymphoma in the anapath report." Lymphoma alcl did not occur. Device has been explanted. This related to the left side.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety has determined that there is no malignancy.

Event description:
Previous medwatch submission noted lymphoma-alcl-suspected. Upon confirmation from the healthcare professional that there was "no giant cell lymphoma in the anapath report," allergan medical safety has determined that the event of lymphoma-alcl-suspected did not occur.